Event description:
Approximately three months after the implantation of hvad pump, the patient developed left leg numbness from his/her hip to his/her feet and visual changes; at discharge peripheral deficit had improved, but numbness persisted. A CT scan was performed and showed no abnormalities. Investigation is ongoing.

Manufacturer narrative:
The site has indicated that the device is not going to be returned to the manufacturer for evaluation; however, attempts to understand why the product is not being returned are on-going. Additional information will be submitted within thirty (30) days of receipt. This is one of three reports (3007042319-2013-00306, 00319 and 00320) submitted for device related to the same patient.

Manufacturer narrative:
The product was not returned to the manufacturer for analysis. Based on a review of the relevant and available information, there is no evidence to suggest that the reported event was related to a device defect. Device not returned.